Manufacturer narrative:
Correction to g2 as it was inadvertently marked on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon (b30 error) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, olympus confirmed fluid invaded the subject device while the user was handling the device. The fluid invasion caused abnormality of electrical components; as a result, black image ;noisy image occurred temporarily. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation could not conclusively specify root cause of the suggested event b30 error however, there is sufficient evidence that confirms occurrence is likely. Additionally, the screen black out or the image was noisy due to a defective charged coupled device unit. Since the subject device was repaired by a third-party agency, we could not presume occurrence cause of the event. In addition to the reported malfunctions, the following findings were also discovered; the universal cord had a scratch, the video cable had a scratch, the insertion tube and electrical connector were from 3rd party repair, the device was fully immersed in liquid, the control section was immersed in liquid and corroded, the video connector was immersed in liquid, and the electrical connector was immersed in liquid and corroded. It was noted that third party repair had been performed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope a b30 (scope communication error) reports error after endoscope connection, no image. The issue was found during preparation for use in a diagnostic tracheoscopy (medicine). There were no reports of patient harm. There was no delay, injury or death reported and the patient was not under anesthesia. The facility finished the procedure with another device. During the device evaluation, the following reportable malfunction was found: the image was not displayed.